Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber broke inside the patient because it hit a prostate stone after 141,523 joules and 14:10 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.